Event description:
Pt was being transferred with the hoyer lift. Home health aide was operating lift, pt's family member was holding onto the pt's legs. Pt slid out of the vinyl seat, hitting pt's head on the hoyer lift, causing a laceration which began to bleed. Staff held pressure, 911 was called and pt transferred to hosp, treated and released. Pt's family member stated that nylon sling was slick, making it hard to maintain the pt's position while in sling.